Event description:
Outbound. Husband todd reports patient is anxious due to cadd legacy pump no disposable clamp tubing alarm, never knows when it will go off and doesn't want to go to bed incase it goes off, patient wants off the cadd pump. Cadd legacy pump serial numbers (B)(4), cassette lot number not provided. No further details provided.